Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that an in-stent restenosis of taxus drug-eluting stent occurred. In (B)(6) 2012, the patient presented with stable angina (ccs classification 2) and was diagnosed with a myocardial infarction and was referred for cardiac catheterization. Prior to index procedure, coronary angiography reveled 70% in-stent restenosis of taxus des which was placed in proximal lad in 2008. Subsequently the isr was treated with placement of a 3.5 x 16 mm pe plus stent, with 0% residual stenosis. On the next day, the patient was enrolled in the promus element plus study. Target lesion was located in the proximal left anterior descending artery (lad) with 70% isr of taxus des and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with direct stent placement using a 3.50 mm x 16 mm pe plus stent, with 0 % residual stenosis. On the following day, the patient was discharged on clopidogrel.